Event description:
Reference number (B)(4). Event occurred in germany. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On 11-jul-2024, reported that patient faced infusion set blockage at the site after 3 or more hours after insertion. Infusion set has not been used more than 72. Insertion site was abdomen. Customer regularly rotate site location. Customer changed supplies as necessary and resumed insulin therapy. No further information available.